Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Additional information has been requested. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device implantation procedure, there was no flow of aqueous humor. The surgeon felt something different than usual when releasing the shunt from the delivery system. The shunt was immediately exchanged for a new one, and flow of aqueous humor was confirmed. There was no impact to the patient. Additional information has been requested.